Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had not lowered or changed programs, but had raised the amplitude because she had been experiencing more pain in the last week. The patient was worried that the implantable neurostimulator (ins) could have something wrong with it. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included radicular pain syndrome(radiculopathies) and spinal pain.